Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she lost some of the sensors due to issues during insertion. Customer stated that one sensor did not retract as it should when she pulled the needle housing off the sensor. Customer stated that some of the needle was still sticking out of the needle hub. Customer stated that her sensor site was uncomfortable so she decided to remove it. Customer noticed that her sensor cannula was crimpled. Customer was getting calibration errors and change sensor alerts. Customer's blood glucose was around 150 mg/dl but her sensor glucose value was 60. Customer stated that the threshold suspend alarm went off. Customer also had blood at site. Customer's blood glucose was 130 mg/dl at the time of the incident. Customer had a bent cannula. Customer stated that it was a past event and she has already changed out the sensor.